Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment/slda, poor image resolution and difficulty grasping the leaflets appear to be related to patient morphology/pathology due to the off-label. The unchanged tricuspid regurgitation (tr) appears to be due to the procedural condition of the slda. Tr is a known possible complication associated with the procedures. It should be noted that, per the instructions for use, the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, the device was used for a tricuspid valve procedure and the off-label contributed to the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted an enlarged right atrium and pacemaker lead impinging on the septal leaflet. This was an isolated, emergent tr case and visualization was challenging due to the anatomy. A clip delivery system (cds) was advanced to the tricuspid valve for off label use; however, grasping the leaflets was difficult. Independent grasping was performed, and the clip grasped both the anterior and septal leaflets fine. Then post-clip deployment, the clip became detached from the anterior leaflet, but remained attached to the septal leaflet (single leaflet device attachment/slda). The clip remained securely attached to the septal leaflet and motion was minimal, but tr did not change. The physician stated the slda was due to a large gap between the leaflets and the tension pulled the anterior leaflet out. Additional treatment was not performed. One clip was implanted, and tr is 4+ there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.